Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: air/water cylinder has foreign objects; suction cylinder has discoloration; switch5 has a scratch; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; jet tube has foreign objects; air/water tube has foreign objects; distal end plastic cover has a chip; connecting tube has a scratch; and universal cord has coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope, had loose steering wheels. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation and it was found that the air/water cylinder had a foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the sub-water channel, air/water channel and the air/water cylinder could not be identified and definitive root cause of the issues could not be determined, as there was no observed deformation that might contribute to the retention of foreign material and no additional device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.